Manufacturer narrative:
(B)(4). The reported patient effect of unchanged tricuspid regurgitation was likely a result of procedural conditions and as a result of the two clips that experienced single leaflet device attachments.

Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, implanted mitraclips (x2). Incorrect anatomy, improper or incorrect procedure or method. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other mitraclips referenced are filed under separate medwatch MFR numbers.

Event description:
This is filed because during use with the clip delivery system (50729u147), interaction was met with a deployed clip, causing damage to the implant, which has the potential to cause or contribute to a serious injury. It was reported that this was a mitraclip procedure to treat degenerative tricuspid valve regurgitation (tvr) with a grade of 3-4. There was a baseline flail in the septal leaflet. The echocardiogram conditions were difficult. The first clip delivery system (cds 50729u153) was advanced to the tricuspid valve and deployed on the anterior and septal leaflets. The second cds (50720u143) was advanced; however, during positioning, the first clip was compromised and detached from the septal leaflet, remaining on the anterior leaflet (single leaflet device attachment/slda). It is unclear if the clip met interaction with the chordae or the first implanted clip. The second clip was the deployed on the anterior and septal leaflets, central to the first clip. The third cds (50729u147) was advanced; however, during positioning, the second clip was compromised and detached from the septal leaflet, resulting in an slda. It is unclear if the clip met interaction with the chordae or the second implanted clip. Third clip was successfully deployed at the posterior-septal and remained stable. Tvr remained at 3-4, with 3 clips implanted. It was noted that leaflet assessment was performed and confirmed as well as possible due to poor echocardiogram visualization. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. The analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported physical resistance due to potential interaction with the chordae and device damaging another device (contact with the second clip) in this incident could not be determined, as it was reported that it was unclear whether there was contact between the clips or interaction with the chordae with the third clip. While it is possible that the difficulties with visualization during the procedure contributed to the reported event, this cannot be definitively determined. It should be noted that the mitraclip instructions for use (IFU) states, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that the mitraclip device was used on the tricuspid valve, this incident is considered an off-label use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.